Event description:
Account alleged that the left intermediate side rail would not stay up. No pt impact.

Manufacturer narrative:
The technician reconnected the release lever to the latch to resolve the issue.